Event description:
It was further reported that event terms have been updated from grade b edge dissection to grade b edge dissection at distal right coronary artery rca-target lesion and from grade f dissection or no re-flow to grade f dissection or no re-flow ostial and proximal to target lesion, distal rca. And also, baseline corelab angiography result dated (B)(6) 2013 comment notes- edge dissection after placement of 1st stent(proximal). Not seen after 2nd stent deployed.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06001, 2134265-2013-06257, 2134265-2013-06260. It was reported that during percutaneous coronary intervention, no reflow and grade b dissection occurred. In (B)(6) 2013, patient presented with unstable angina and was referred for cardiac catheterization which revealed four lesions. Target lesion #1 was located in the distal right coronary artery(rca) with 90% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The target lesion located in distal rca was attempted to be predilated with a 2.5 x 12 mm emerge balloon catheter. However, the balloon could not cross the lesion and was exchanged with a non-bsc balloon catheter and pre-dilatation was performed. The target lesion was then treated with rotational atherectomy using a 1.25 mm rotalink burr. After the first pass, coronary angiogram revealed no reflow. This was treated with intracoronary vasodilators. Subsequently the target lesion was predilated using 2 non bsc balloons, however, the lesion was restricted and hence a repeat atherectomy was performed resulting in a grade b dissection with less than 40% residual stenosis. The lesion was then treated with 3.0 x 28 mm study stent. A repeat angiogram revealed an edge dissection at the proximal edge of the study stent. This was treated with placement of 3.5 x 12 mm study stent overlapping proximally to the previously placed study stent. The overlapped segment and also the site of the stenosis in distal rca stent appeared to be under-expanded. This was treated with multiple balloon dilatations using non bsc balloon with timi 3 flow. During the procedure there was dampening of pressure in the non-bsc guide catheter and the guide had induced a dissection (grade f dissection) in the proximal rca with cessation of flow in the rca associated with chest pain. This was treated with placement of a 3.5 x 20 mm study stent. Subsequently another 3.5 x 24 mm promus drug eluting stent was deployed proximal to the 3.5 x 20 mm study stent extending to the ostium of rca. Following this there was timi 3 flow; however, there was another dissection flap in the mid rca distal to the 3.5 x 20 mm study stent. This dissection in mid rca was treated with placement of a 3.5 x 12 mm study stent. Subsequently the stent was post dilated resulting in timi 3 flow and no evidence of any residual dissection, perforation or thrombus. On the next day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).